Event description:
This spontaneous case report was received by regulatory authority in netherlands on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Her concomitant condition included nickel allergy. On (B)(6) 2006, essure (ess205) (fallopian tube occlusion insert) was placed. During the placement procedure, the consumer had a prolapse and she was given posterior wall reconstructive surgery at the same time. It was difficult to find the entrance/right spot; and because of the epidural she felt no pain.she reported experiencing experienced irregular bleeding or breakthrough bleeding, itching skin, gastro intestinal complaints, liver complaints, adrenal exhaustion, tiredness, insomnia, mood swings or emotionally out of balance, concentration problems, menopause complaints, excessive sweating, tingling, tired feeling in the lower abdomen, increasing tightness in the chest, asthma, pneumonia, problems with the paranasal sinuses, mucous membrane of the stomach was red and irritated, suspected adrenal fatigue, and burnout. She referred work related problems and family problems but did not specify it for one of the events. She contacted a doctor, had a blood test performed but nothing was found. She had as treatment plan the essure removal scheduled. Company causality comment:this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding and adrenal exhaustion (seem as adrenal insufficiency). Irregular bleeding or breakthrough bleeding is listed in the reference safety information for essure while adrenal exhaustion is unlisted. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event irregular bleeding or breakthrough bleeding and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the event adrenal exhaustion was considered unrelated. This case was regarded as incident since an essure removal will be required (planned). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding and adrenal exhaustion (seem as adrenal insufficiency). Irregular bleeding or breakthrough bleeding is listed in the reference safety information for essure while adrenal exhaustion is unlisted. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event irregular bleeding or breakthrough bleeding and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event adrenal exhaustion was considered unrelated. This case was regarded as incident since an essure removal will be required (planned). Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.